Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a production record review and a review of the complaint handling database was not performed because the part and lot number was not reported. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. A conclusive cause for the reported cardiac arrest, hemorrhage/blood loss/bleeding and ventricular fibrillation, and the relationship to the product, if any, cannot be determined. The treatments appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed medwatch report, additional information was provided.in the physicians opinion, the steelcore guide wire position caused the pulmonary injury. Post procedure, the patient expired the same day. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4- the UDI is not known as the part and lot number were not provided.

Event description:
It was reported the procedure was to implant a cardiomems in the left pulmonary artery (pa). The 12fr sheath was placed, followed by advancement of a steelcore guide wire and swan ganz catheter to the distal pa. Per the physician, the guide wire placement was considered deep. The patient coughed and presented with hemoptysis. The cardiomems sensor was advanced to the left pa and deployed in the appropriately sized vessel. The delivery catheter and guide wire were removed. More hemoptysis was noted therefore the patient was intubated and ventilated. Ventricular fibrillation rhythm was noted therefore CPR was performed for a few minutes. Defibrillation was performed and the patient returned to ppm rhythm with pulse. The patient was stabilized with fluids and moved to another suite where it was reported a small pneumothorax was noted however it did not require treatment. The patient was then admitted to the ICU. No additional information was provided.